Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien transcatheter heart valves (thv) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (hyperlipidemia and chronic kidney disease) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field specialist, approximately 6 years, 9 months, and 29 days after the initial transfemoral transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 valve, the patient underwent a valve-in-valve tavr procedure using a 23 mm sapien 3 ultra resilia valve due to aortic stenosis and severe central regurgitation. Prior to the reintervention, the patient was symptomatic, with a mean/peak gradient greater than 50 mmhg and a valve area/index of 0.5-1.0 cm2. The valve-in-valve tavr procedure was initially planned with a non-edwards valve, but a decision was made to use a 23 mm sapien 3 ultra resilia valve. Left coronary artery (lca) protection was used during the procedure. The original 23 mm sapien 3 valve was not pre-dilated prior to implantation of the 23 mm sapien 3 ultra resilia valve in order to avoid further reduction of the valve-to-annulus (vta) and valve-to-coronary (vtc) dimensions. After the 23 mm sapien 3 ultra resilia valve was implanted, the final gradients indicated an under-expanded valve, but the gradients improved post implant and the aortic regurgitation resolved. Medical records were received for evaluation. According to the medical records received, the patient presented with worsening chest pain over the last six (6) months, aortic stenosis and early failure of the 23 mm sapien 3 valve. A transthoracic echocardiogram (tte) performed approximately 6 years, 8 months, and 27 days after the initial tavr procedure revealed a bioprosthetic aortic valve with moderate aortic regurgitation. The aortic valve (av) peak gradient was 65 mmhg, and the mean gradient was 44 mmhg. The aortic valve area (ava) was 0.59 cm2. Approximately 24 days later, a computed tomography (CT) of the chest was performed, which showed a tavr and a dual-lead pacemaker in place. There was also chunky calcification extending down along the left ventricular outflow tract (lvot).